Event description:
It was reported that the user experienced low glucose events while using the ilet, with a documented blood glucose of 59 mg/dl, and believed the pump was delivering too much insulin; the user treated lows with two packs of fruit snacks totaling approximately 28 grams of carbohydrates and subsequently discontinued ilet use after declining additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.